Event description:
1. The device broke in the extension, between the hub & the fixation wings. 2. The device proved difficult to remove. Tension and a warm compress was applied. The device was later removed intact, without the need for surgical intervention.